Manufacturer narrative:
H6: problem code 1069 captures the reportable event of fiber broken. H10: investigation results the fiber was returned broken into two pieces. The first piece measured approximately 169.4 cm from the top of the connector to the break. The second piece measured approximately 146.7 cm from the break and included the entire distal tip. The condition of the returned device confirmed that the fiber was broken. Review and analysis of all available information indicated that the root cause is manufacturing deficiency. A complaint with a cause of manufacturing deficiency indicates that the problems were traced to the manufacturing process. An investigation was completed to address this issue which identified the most probable root cause of the fiber break as handling during the manufacturing process caused by the supplier manufacturer. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint.

Event description:
Note: this manufacturer report pertains to the first of two flexiva ID 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 laser console. According to the complainant, during procedure, one minute into lasering, the laser fiber was broken. A second flexiva ID 200 laser fiber was opened and noted to be broken inside the sealed packaging. The procedure was completed with a third flexiva ID 200 laser fiber there were no adverse patient effects as a result of this event.

Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to the first of two flexiva ID 200 laser fibers that were used in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that two flexiva ID 200 laser fibers were opened for use in a ureteroscopy procedure in the kidney performed on (B)(6) 2018. Reportedly, the laser unit used was a p120 laser console. According to the complainant, during procedure, one minute into lasering, the laser fiber was broken. A second flexiva ID 200 laser fiber was opened and noted to be broken inside the sealed packaging. The procedure was completed with a third flexiva ID 200 laser fiber there were no adverse patient effects as a result of this event.